Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The biomedical engineer is reporting that the touchscreen is intermittently unresponsive. The customer contacted product support and requested for trouble shooting assistance. The customer reported that the unit was not in use on a patient. The biomedical engineer successfully completed a touchscreen calibration and the unit has been returned to service.